Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during dwell cycle two of five in peritoneal dialysis therapy. The patient stated that they disconnected a bag from the supply line and connected it to the final line. The technical services representative assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.